Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: sion blue, sion. Guide cath: hyperion 6fr spb3.5. The traveler is currently not commercially available in the us; however, it is similar to a device sold in the us. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulty removing the protective sheath. The investigation determined the reported balloon rupture and resistance met during advancement appear to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo concentric lesion in the mildly tortuous, heavily calcified, 90% stenosed proximal left anterior descending (lad) coronary artery. Initial pre-dilatation with a non-abbott 2.5 x 15 mm balloon dilatation catheter (bdc) was not sufficient. A 3.25 x15 mm nc traveler bdc was selected for additional pre-dilatation and resistance was felt during removal of the protective sheath. No other issues were noted during preparation of the bdc. Resistance was felt during advancement of the bdc to the lesion and during the first inflation, the balloon ruptured at around 12 atmospheres. The device was replaced with a 3.25 x 12mm non-abbott bdc, which was inflated without issue. The procedure was successfully completed with the implantation a non-abbott stent. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.